Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer, and the root cause of the reported issue was presumably due to long term use of a water filter. Since the water filter had been replaced and the matter was considered resolved, the device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Documented below is a list of all concomitant medical products, due to maximum field restriction in the respective field: medical product: oer-4/cf-q260ai/gif-h260z/gif-q240x/gif-q260/gif-q260/gif-xp260n/gif-xp260n.

Event description:
The customer reported to olympus that while the evis colonovideoscope was connected to the endoscope reprocessor, an e73 error occurred when cleaning with acecide-c disinfectant. It was later confirmed that the water filter on the reprocessor had not been replaced within the recommended timeframe to ensure adequate reprocessing. The water filter was replaced at that time and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the reported event was caused by the user¿s misuse of the device. The water filter was not replaced as indicated by the instructions for use. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿7.2 replacing the water filter (maj-2318) of chapter 7 routine maintenance in the operation manual of oer-4.¿ olympus will continue to monitor field performance for this device.